Event description:
Microscan employee reported 3ml tube of inoculum water broke during opening. Employee was attempting to unscrew the cap when the tube broke in two about a half inch from the bottom of the threads. No injury occurred.